Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the hercules iii arm would not lock. The product was changed out and not used. It was discovered that two small pieces had sheared off of the arm's locking mechanism. No known impact or consequences to pt; product was changed out; surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations -- and as indicated by terumo cardiovascular systems. (B)(4). The actual sample was visually inspected upon receipt, during which no damage or indications of mishandling were found anywhere on the device. It was noted that the locking plates were intact and there were no issues with the locking mechanism. The device was found to be fully functional. A review of the device history records revealed no anomalies. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 03/13/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.